Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient stated this system was explanted a few hours after the cardiac resynchronization therapy defibrillator (crt-d) was replaced. No further information was able to be obtained as the replacement was handled by a non-boston scientific representative. No additional adverse patient effects were reported.